Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 303391 , batch#: 4075191. It was reported that the bd syringe 3ml ll w/twinpak device barrel cracked. The following information was provided by the initial reporter: verbatim: customer reports failure with bd 3 ml syringe, bd twinpack ref:(B)(4)., lot number: 4075191, expiration: 02/28/2029. Customer verbatim: situation: on (B)(6), during the administration of crysvita, the lvn prepared the injection in two 3 ml bd twin-pack syringes. During the administration, the lvn noticed that a partial dose of the injection leaked out. Lvn withdrew the syringe and upon detailed inspection, it was found that the syringe had a small crack between the 0.5 and 1.5ml black lines. The second syringe was inspected and was not faulty, and the patient received the full 1.5 ml dose from it (full dose for patient would have been 3.0ml between the two injections). Background: ¿ bd 3 ml syringe, bd twinpack (ref: (B)(4)., lot number: 4075191, expiration: 02/28/2029). ¿ the defective syringe was not noticed before administering the medication. Assessment: ¿ the patient may have received less than half of the intended first dose due to the leaking syringe. ¿ the other syringe functioned properly, and the full dose was administered. ¿ the faulty syringe has been identified, and an eerf (event/error report form) has been submitted. Recommendation: ¿ the lot number of the defective syringe has been flagged and pulled from inj and procedure room, and the manager has spot-checked other syringes, confirming no additional defects. ¿ both the patient and the ordering provider have been notified of the issue. Team education in inspecting all supplies before use. Additional information provided: 1) kindly share the exact address details to send a return shipping label. 2) any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. 1) (B)(6). 2) only partial dose of medication was administered as an unknow amount of the medication squirted out of the side with the crack.

Event description:
No additional information was provided.

Manufacturer narrative:
Two samples and one photo were provided to our quality team for investigation. One syringe was found to have no defects, and the other was found to have a 5/8" crack causing leakage. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. These conditions are occurring below their expected frequency so, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4075191. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.